Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and headaches. The patient has alleged that the device has a strange odor. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and headaches. The patient has alleged that the device has a strange odor. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was completed by the manufacturer. The manufacturer found fibrous and dust-like contamination throughout the base enclosure and device exterior. An internal visual inspection was completed by the manufacturer. The manufacturer found hair and dust-like contamination on the air outlet port, fine dust like contamination on the blower box and flow manifold, dust-like contamination on the air inlet seal, bio contaminationt on the air inlet seal. The device's downloaded event log was reviewed by the manufacturer and found the following errors e-55, e-53, e-51. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of hair and dust-like contamination throughout the humidifier enclosure and exterior, fibrous and dust like contamination on the drybox, drybox inlet seal and tubing connector, mineral deposits on the air outlet elbow under the humidifier lid seal and on the humidifier lid seal, fibrous and dust like contamination on the heater plate and bottom panel. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.